Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered after switching on an alarm was generated and all leds of front panel turned off due to faulty main board need to replace, power is not getting off, only display turned off, hose pipe connection not possible due to deterioration in k connector unit, faulty front panel, the cable between front panel and main board found deform, corrosion on top cover, minor corrosion on rear panel, the manifold unit, rear panel and scratch on the top cover. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during maintenance, the power was automatically shut off on the high flow insufflation unit. There was no patient involvement associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, because the reported phenomenon was not duplicated, during evaluation. The root cause of the automatic shut off could not be determined. The front panel alarming/ turning off was caused by a faulty main board. The hose pipe connection was unavailable, due to a deteriorated connector unit. The pressure indicator (digital number) on the front panel does not work properly, due to a faulty front panel. However, the cause of the faulty panel could not be identified. The cause of the deformed cable between the front panel and main board could not be identified. Olympus will continue to monitor field performance for this device.